Event description:
There was an allegation of questionable elecsys probnp ii results from the cobas e 801 analytical unit. Patient 1: the initial result was 23.7 pg/ml the repeat results were 3770 pg/ml, 4366 pg/ml, and 3822 pg/ml. The result of 3770 pg/ml was reported outside of the laboratory. Patient 2 (B)(6) 2026): the initial result was 7.29 pg/ml. The repeat results were 77.6 ng/ml and 76.1 ng/ml. The result of 77.6 ng/ml was reported outside of the laboratory.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigaiton is ongoing.